Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk.

Event description:
It was reported that the insulin pump needed functional testing. Nothing further was reported.